Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Head of theatre, reported via our sales rep that they noticed during surgery that device is blunt. Further he stated that surgery was continued without alternative device and that surgery was finished without delay and with desired result. Moreover he handed over two add'l reamers with the request to check them too.